Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while working on the rectum, the device partially cuts the tissue having an incomplete staple line. The surgeon reported that the device was also difficult to remove from cavity but was removed after some attempts. Due to the problem, it was noted that there were tissue damage and anastomotic leakage as a result of the malfunction. Surgical intervention was needed to prevent impairment of function. The surgeon needed to manually suture the staple line. There will be an additional operation performed to correct the issue.